Event description:
On 10-feb-2026, it was reported by a sales representative via (B)(4) that an ar-9510rg-5c size 5 reamer guide pin was broken. This was discovered during a procedure with no patient harm. The case was completed with another device. Additional information provided 16-feb-2026: it was further reported this was discovered during a reverse total shoulder arthroplasty procedure with a 10-minute delay experienced and no additional anesthesia administered. Per the rep, the damage is at the base of the post, the post will not engage with the broach correctly. No pieces broke off and it was stated no obvious incident caused this problem, just something that was noticed during the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.